Manufacturer narrative:
The professional's meter was also a coaguchek xs meter. The serial number was not provided.

Manufacturer narrative:
Clarification regarding the results obtained on the patient's meter (obtained from the meter memory) was provided: on (B)(6) 2025 at 12:10 pm, the meter result was 4.0 inr. On (B)(6) 2025 at 12:10 pm, the meter result was 2.3 inr. On (B)(6) 2025 at 12:05 pm, the meter result was 4.3 inr. On (B)(6) 2025 at 12:07 pm, the meter result was 3.3 inr. On (B)(6) 2025 at 11:51 am, the meter result was 4.4 inr. At 11:53 am on (B)(6) 2025, the patient was tested on the healthcare professional's coaguchek meter, and the result was 3.2 inr. Additional information regarding the patient was also provided: on (B)(6) 2025, it was noted that the patient "felt a little off" and the patient's warfarin was changed on the days she had high inr results. No changes to the patient's warfarin occurred on (B)(6) 2025.

Manufacturer narrative:
The information in section e was not available. The coaguchek xs meter's serial number is up0424843. The serial number for the professional meter was not provided. The product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from a coaguchek xs meter compared to a professional meter. The type of professional meter was not specified. At 10:50 am, the patient's (coaguchek xs) meter result was 4.3 inr. The nurse tested the patient using a professional meter, and the results were 3.1 inr and 3.2 inr. The results on the professional meter were obtained within minutes of each other, but the time between the result from the patient's meter and the results from the professional meter was not provided. The patient¿s therapeutic range is 2.0 inr- 3.3 inr.